Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-12348. It was reported that the patient was not receiving adequate therapy, due to lead migration confirmed via x-rays. In turn, reprogramming attempts were made with no prevail. As a result, the patient's leads were explanted and replaced, and therapy was restored post-op.